Manufacturer narrative:
Information received from (B)(4) study indicated that a patient had elevated cardiac enzymes after having a coronary artery stent implanted. The patient's medical history is significant for angina, family history of coronary artery disease, hyperlipidemia, hypertension, chronic pulmonary disease, smoking, a tonsillectomy and osteoarthritis. The indication for the procedure was angina and an abnormal EKG with a left bundle branch block. The target lesion was the first obtuse marginal (om1). The lesion was described as 80% stenosed and de novo. The lesion was pre-dilated and a 2.5 x 13mm cypher stent was implanted at 14atm. Post procedure it was noted that the patient had elevated ck-mb's and troponins. No treatment was mentioned and the patient was discharged the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female with medical history including dyslipidemia, hypertension, copd and current smoker. The indication for the index procedure was angina and abnormal ECG (lbbb). Angiography revealed an 80% stenosis in the ostial 1st om. In (B)(6) 2009, the index procedure was performed for treatment of one target lesion. Pre-dilation and a single stent placement were successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure the ck was 34, the ckmb was 0.6 and the troponin was 0.04. Post procedure at midnight, the ck was 89, the ckmb was 7.5 and the troponin was 0.6. Later the following day, the ck was 165, the ckmb was 14.0 and the troponin was 3.01. The ECG core lab report is not available. The cec committee has deemed this enzyme elevation to be an arc peri-procedural pci, thus the file was coded for an mi. The site was queried for additional information; however, to date no further source documents have been received. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15034424 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Addendum (05/01/2012): cec adjudication minutes received on 05/01/2012. As per the previous report, it was reported that the patient's cardiac enzymes were elevated post index procedure. The ck-mb was 7.5 (5.8 unl), and troponin I was 0.60 (0.1 unl) at 6-12 hours post index procedure; and the ck-mb was 14.0 (5.8 unl) and troponin I was 3.01 (0.1 unl) at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab report was unavailable and the additional information including ECG tracings, admission report, and discharge summary was requested from the site, however, no reports were provided from the site, but this elevation of enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. Please note that the code for an enzyme elevation was removed and the code for an mi was added based on the received cec adjudication minutes. Please note that the outcome of mi has been checked as life threatening; (B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A 2.5 x 8mm balloon catheter was use during the index procedure. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted in (B)(4) study with stable angina. The patient had an 80%, de novo, type b1 lesion in the first obtuse marginal branch. The lesion was 15mm in length and the vessel was 2.75mm in diameter. The lesion was pre-dilated and a 2.5 x 13mm cypher stent was implanted at 14atm. Post procedure it was noted that the patient had elevated ck-mb's and troponins. Approximately a year and five months post index procedure, the patient had urinary incontinence. The patient was medically treated and the event is ongoing. The event was deemed to be unrelated to the stent implanted at index.